Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent "handle was sticking-dr didn¿t feel comfortable forcing it into place so he aborted injector". No eye injury occurred and a backup device was used.